Manufacturer narrative:
There was no indication of any malfunction of the device.

Event description:
Allegedly, the patient underwent a laparoscopic hysterectomy on (B)(6) 2009 in which a morcellator was used. The patient clamed that the device allegedly caused her cancer to disseminate and spread, resulting in a recurrence of her cancer.